Event description:
During setup of the skull clamp, the pins slipped, causing laceration of the scalp. Skull clamp was evaluated by clinical engineering and by manufacturer's rep. No defects or problems were noted with the clamp. We have had a rash of similar incidents lately. In most cases it appears to be a technique issue. Manufacturer response for skull clamp, mayfield (per site reporter): manufacturer examined this clamp as well as all others in our stock. No defects or problems were noted with this clamp.